Event description:
It was reported that, during a routine follow-up visit, stored data on the implantable cardioverter defibrillator (ICD) indicated that an electrical reset had occurred several months prior. There has been no indication that device settings were changed as a result of the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).